Event description:
It was reported that the "the blue cap on the end of the suction tubing fell inside the abdomen of the patient while on the table. The piece was removed wihout a problem." No patient injury was reported.